Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.